Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery. Upon removal, no fluid was observed in the balloon. A new aus was implanted. There were no patient complications.